Manufacturer narrative:
According to the facility, on (B)(6) 2026, a resident was being transferred using a sling with a full-body lift from a shower chair when the front and back right sides of the sling completely severed mid-transfer, causing the resident to fall to the floor. The patient was hospitalized for five days with a broken arm, wounds and bruises, and a fracture in her neck. Reported treatment included use of a right-arm immobilizer, cervical collar, and extensive wound care. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, a resident was being transferred using a sling with a full-body lift from a shower chair when the front and back right sides of the sling completely severed mid-transfer, causing the resident to fall to the floor. The patient was hospitalized for five days with a broken arm, wounds and bruises, and a fracture in her neck. Reported treatment included use of a right-arm immobilizer, cervical collar, and extensive wound care.